Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working for them. The customer stated that the auto mode feature was shutting off the insulin pump. The customer stated that the blood glucose would be either 50 mg/dl or 300 mg/dl. The customer declined troubleshooting and stated that they were already off the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information on was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.